Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that "the outer tubing of the rubber cord was cracking on the end attached to foot pedal" of the device. The reporter stated that the event was discovered during an inventory check and did not occur during surgery. No injuries or medical intervention was reported. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.